Event description:
It was reported that the physician was being trained by the sales rep in the use of the proglide device. While examining the device prior to use (prior to entering the pt anatomy), the foot deployment lever was moved, resulting in the suture no longer being taut. The device was discarded.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. This report is being filed per guidance from the FDA. Although pt code 1888 is indicated, the bleeding is unrelated to the reported device as vessel closure had not been initiated. Although the device was not returned for eval, the sales rep reported that the foot deployment lever was moved prior to use. This may result in slackening of the suture. The lever was moved out of the sequence that is prescribed in the instructions for use.